Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. The action taken with pd therapy was not reported. The patient was discharged from the hospital three days after admission and has recovered from the event. No additional information is available.